Event description:
Customer reported that she is receiving some low blood glucose reading alerts and when she checks her blood glucose readings they are at 130 mg/dl. Customer's sensor glucose reading was 40 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.